Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/16/2018 to the present date 01/07/2021 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had failed preventive maintenance. No patient involvement.

Manufacturer narrative:
H7 & h9 fields are updated.

Event description:
It was reported that the device had failed preventive maintenance. No patient involvement.